Event description:
It was reported that, the during an ablation procedure, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Which was suspected to be cause by electromagnetic interference (emi). Subsequently, the measurements were checked before and after ablation and all measurements were within range. At this time, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that, the during an ablation procedure, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Which was suspected to be cause by electromagnetic interference (emi). Subsequently, the measurements were checked before and after ablation and all measurements were within range. At this time, this product remains in service and no adverse patient effects were reported. Explanted due to battery replacement (ert)

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.